Event description:
It was reported that during a procedure to treat a narrow lesion in an unspecified distal coronary artery with heavy tortuosity and mild calcification, a 5.0x12 mm nc trek balloon dilatation catheter was advanced without resistance and the balloon was inflated; however, the balloon ruptured at 16 atmospheres. The 5.0x12 mm nc trek dilatation catheter was withdrawn without resistance from the patient anatomy. Reportedly, there was no resistance during removal of the stylet or protective sheath, the device was soaked prior to use and the device was not prepped (air aspiration) outside of the patient anatomy prior to use. There was no other device or procedure issues noted. The patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional reported information indicates that there was no additional treatment performed for the target lesion.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture or labeling of the device.